Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message" was confirmed during the functional testing and the event log review. The root cause for the reported complaint was due to defective cooling engine (ce) as a result of aging of the device. The ivtm system was manufactured in 2012 and is 7 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed missing cold well cap, cracked cover deck xp and damaged prime switch cover, bumper, drip tray gasket and white rollers. The cause for the physical damage could be due to normal wear and tear of the system or due to the damage sustained by mishandling. The damaged parts needs to be replaced to address the physical damage. The thermogard xp ivtm system failed functional testing due to tcmid:06 (ce post failure) error message. The event log review showed occurrence of multiple tcmid:06 error message on the reported complaint date. The cooling engine assembly needs to be replaced to remedy the error. Upon customer approval, the defective parts will be replaced and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During training, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. No patient involvement.